Manufacturer narrative:
This follow up report is being submitted to include the device history record (DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the device history record review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The dr circuit board malfunction occurred as the subject device was manufactured before the design changes were taken on the dr board. As a result, it is likely the image disappeared with an older scope when using the than evis exera iii video system center. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty patient board set. In addition, damaged video connector and front panel were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image from the 180 series scopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.